Manufacturer narrative:
An event regarding fractured triathlon standard insert trail was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical records evaluation not performed as clinical factors did not contribute to the event. A device history review not performed as the lot ID is unknown. The exact root cause could not be determined as the product was not returned for investigation. However, based on the event description, it is likely the event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is possible at this time.

Event description:
It was reported that the insert cracked when the surgeon pushed it in.

Event description:
It was reported that the insert cracked when the surgeon pushed it in.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.